Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected number scrolling during testing. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump passed the delivery accuracy test. Unit was downloaded to carelink pro, however no history data was found at the carelink report due to a displayable history crc check failed alarm in the alarm history file. The alarms were due to corrupted history files. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone to have experienced low blood glucose of 50 mg/dl on (B)(6) 2017. Customer stated that ems was called and she was treated with food. Customer stated that she could have been leaning on the insulin pump and started giving her insulin. The customer was wearing the insulin pump during the ems treatment and was not hospitalized. Customer also reported keypad anomaly and that the insulin pump buttons were scrolling while trying to program a bolus. Keypad anomaly troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.